Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: multiple call service 087 alarms were observed in the black box. During investigation, a call service 069 alarm was reproduced during rewind. The investigators were unable to complete the evaluation of the pump due to the alarm. The ¿cs69¿ failure is defined as a language file corruption while retrieving language text. The ¿cs69¿ failure written as ¿cs87¿ failure in histories. The error is resident to the flash chip (u39). This failure is under investigation under CAPA# (B)(4). Unrelated to the complaint, the investigators observed a battery compartment crack below the bumper pad.